Manufacturer narrative:
Initial reporter last name is pending to be obtained, with a request sent to the filed. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had ventricular episodes in which marked noise in the right ventricular channel and some atrial undersensing was noted. This crt-d remains in service. No adverse patient effects were reported.